Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during video assisted thoracic surgery lobectomy. The device was unable to fire. The device¿s handle would not fire the second cartridge after it was loaded. There was no staple line created when the handle was squeezed closed after the green button was pressed. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.